Event description:
External pacing was administered to an emergency room pt using the device. After an unreported period of time, a noise was reportedly heard from the device, the service indicator illuminated, and use of the pacemaker was inhibited. A backup device was made available and used to administer external pacing to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.